Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via company representative. Regarding when did the patient first start experiencing the baclofen withdrawal symptoms, itching, and return of spasms, it was noted that the date the symptoms started was (B)(6) 2018. No imaging of the catheter was available.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 200 mcg/ml at a dose rate of 200 mcg/ml via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient started experiencing what was to believe to be withdrawal symptoms associated with baclofen withdrawal. The patient experienced itching and a return of spasms. Per the physician, they tried to do a side port aspiration, but they could not get any return. They opted to take the patient to surgery where the physician identified a major kink in the catheter near the anchor site in the back incision. Upon cutting the catheter distal to the kink, the catheter started flowing spontaneously once again. The physician then proceeded to re-anchor the catheter and re-connect a new pump segment to the new pump. The catheter was revised / replaced, and the pump was replaced. The decision was also made to replace the pump at the same time due to over half of the battery life had been used up. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there was nothing remarkable to report per the physician or the patient. The hcp refused return of the explanted pump and catheter to the manufacturer. Other medications (oral, etc.) The patient was taking at the time of the report was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were not made available. No further patient complications have been reported as a result of this event.